Event description:
While laser was suctioned well, warning error displayed on screen "laser below value," and laser stopped cutting corneal flap. Never lost suction, but did not complete full pass on flap creation. Computer gave option to continue; however surgeon elected to abort since suction had been on too long.